Manufacturer narrative:
A clinical review confirmed the reported event. The medical review confirmed cup malposition. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: this case just has such procedure-related factors present in abnormal cup anteversion as well as inclination that clearly have played an important role in the root cause of failure through fracture of the ceramic head. Because the surgeon is responsible for optimal component placement, this contributing factor to failure is procedure-related. As such, the root cause of this event is procedure-related regarding cup malposition and as such is quite likely not device-related. Because the cup shell was retained at revision, it is not certain that all overload contributing factors were eliminated from the arthroplasty during revision surgery. Procedure-related factors: cup malposition regarding inclination and anteversion. Patient-related factors: high patient activity level possibly a secondary factor. Device-related factors: none evident. Diagnosis: cup malposition has contributed to an impingement condition in the arthroplasty causing not only a secondary shift in cup position but also a ceramic femoral head fracture requiring revision. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a medical review was performed and concluded: "cup malposition has contributed to an impingement condition in the arthroplasty causing not only a secondary shift in cup position but also a ceramic femoral head fracture requiring revision." No further investigation is required at this time. Cause. If additional relevant information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the biolox head was fractured. The investigation completed on october 4, 2016, found that shell malalignment contributed to the reported event.